Event description:
It was reported that on an unknown date, when over-tightened the connecting bolt that connects the tibial nail to the connecting jig. Then while turning and yanking nail inside canal, continued hammer blows. Aiming arm ended up not lining up with the holes in the nail as a result. No patient consequence was reported. This complaint involves two (2) devices. This report is for one (1) insertion handle/ radiolucent long. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. This complaint involves two (2) devices. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the involved device from attachment. Visual analysis of the photo revealed that the prong located at the distal portion of the steel tube and the steel tube of the insertion handle/ radiolucent long were bent. A functional test cannot be performed since the device was not returned. However, the alignment issues with the mating device are most likely due to the observed deformation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for insertion handle/ radiolucent long. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.